Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The cause of the low bg was due to pump settings. Reportedly, the customer treated the low bg by consuming juice.